Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: the keypad was completely peeled off the pump exposing the contacts and flex cable. The contact was missing from the contrast button. The contacts on the up, down, and ok buttons were inverted and intermittently responsive. Removed contacts, contamination was noted under contacts.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a damaged keypad, unresponsive keys, and contamination under the contacts. This report is made based on the results of an investigation completed on (B)(4) 2013.